Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer had blood glucose level was 400 mg/dl. The customer was treated with bolus for the high blood glucose level. The customer stated that they had no delivery alarm during bolus and changed the site twice. Troubleshoot was performed. The customer was advised to always complete rewind/load reservoir process before connecting back to set. The customer performed priming and the insulin exited. The customer was advice to monitor the site. The insulin pump will not be returned for analysis.